Event description:
Customer reported that there is no response from any button on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to corrosion on the electronic assembly. Buttons function properly with testing electronic assembly. No moisture damage found on the keypad traces. Unable to performed the error alarm due to frozen display.